Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 516 (mg/dl) and high ketones. Manual injections and/or correction boluses were delivered to stabilize bg levels. No further information was provided on the reported event.